Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material and that the material was identified as organic silicon. Although the material was identified as silicon the origin of the material could not be determined. It is possible the material originated from the toric joint/packing joint (o-ring), glue, silicon grease, silicon rubber parts used in the device, or from other medical agents like an antifoam. Additionally, the cause of the material remaining in the device could not be specified. There nozzle was not deformed and there were no reported deviations from the instructions for use (IFU) regarding reprocessing. The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 3 inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the connecting tube was discolored and scratched, the camera cover was scratched, the up/down knob was corroded, the insertion tube was pinched and damaged, and the adhesive on the protective coating of the bending portion of the device was cloudy. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope was producing an insufficient amount of air to clear the objective lens of debris. Inspection and testing of the returned device found foreign materials in the air/water nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.